Event description:
A fresenius field service technician (fst) reported that the 2008t machine had a shorted bibag distribution board as the result of a "massive" leak at the bicarbonate (bicarb) pump. The fst was called onsite by the user facility biomedical technician (biomed) after reporting that the machine experienced fluctuating conductivity as a result of the bicarb leak and received a "check acid connector" message. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 9,098 hours. The fst could not confirm whether the parts were original to the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the bicarb leak or shorted bibag distribution board. The biomed replaced the distribution box assembly (including the bibag distribution board), rebuilt the bicarb pump, and calibrated the bicarb pump volume to resolve the reported issues. The unit was returned to service at the user facility. The sample is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A fresenius field service technician (fst) reported that the 2008t machine had a shorted bibag distribution board as the result of a "massive" leak at the bicarbonate (bicarb) pump. The fst was called onsite by the user facility biomedical technician (biomed) after reporting that the machine experienced fluctuating conductivity as a result of the bicarb leak and received a "check acid connector" message. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 9,098 hours. The fst could not confirm whether the parts were original to the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the bicarb leak or shorted bibag distribution board. The biomed replaced the distribution box assembly (including the bibag distribution board), rebuilt the bicarb pump, and calibrated the bicarb pump volume to resolve the reported issues. The unit was returned to service at the user facility. The sample is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: g3 - date received. The date received on the initial submission of this MDR report was incorrectly reported as 9/26/2023. The correct date received is 9/23/2023.

Event description:
A fresenius field service technician (fst) reported that the 2008t machine had a shorted bibag distribution board as the result of a "massive" leak at the bicarbonate (bicarb) pump. The fst was called onsite by the user facility biomedical technician (biomed) after reporting that the machine experienced fluctuating conductivity as a result of the bicarb leak and received a "check acid connector" message. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 9,098 hours. The fst could not confirm whether the parts were original to the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the bicarb leak or shorted bibag distribution board. The biomed replaced the distribution box assembly (including the bibag distribution board), rebuilt the bicarb pump, and calibrated the bicarb pump volume to resolve the reported issues. The unit was returned to service at the user facility. The sample is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.